Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported fluid leaked from the texium to smartsite connection during an infusion. There was no report of patient harm.